Manufacturer narrative:
A dräger service engineer has checked all devices in the care unit during an on-site visit and found no accuracy issues with them, all scales were properly calibrated. The engineer has then asked for a demonstration by the staff how an infant weighing procedure is usually done. During this demonstration, some use aspects were identified to have potential to influence the accuracy of the weighing result or to cause fluctuating readings. The engineer gave some recommendations on proper positioning of blanket and mattress cover and how to avoid straining. Dräger finally concludes that there is no issue with the product(s) which would require repair or correction and that the reported observation was related to unfavorable handling conditions.

Event description:
It was reported that an inaccuracy of the weighing results was observed with the device's scale. As per report, this did not lead to direct or indirect consequences for the patient.